Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specifications when manufactured. Product not returned for evaluation. The complaint states bone deterioration which persisted after this component was removed. Due to the lack of information and no product to evaluate, no conclusion can be drawn as to whether or not the product contributed to the event.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. The implant and explant dates are based on information from the reporter and have not been confirmed. This report will be updated when the investigation is complete. This event occurred in (B)(6).